Event description:
It was reported that the pump stopped fill tubing at 9.8 units and requested a minimum of 50 units with multiple cartridges during the load process. The customer's blood glucose level was 183 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.